Manufacturer narrative:
Device evaluation: power management board was returned for failure investigation to the v60 vent manufacturing facility. The pm board was installed in the failure investigation test vent in an effort to duplicate the reported problem. Testing was concluded, but no failures were identified. The root cause for the customer report of 35 volt supply failed could not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The international customer reported the 35 volt supply failed while the device was operating with battery. There was no patient involvement associated with this event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the 35 volt supply failed. There was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4).